Manufacturer narrative:
The soft cannula was observed to be kinked. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. Otherwise, inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. The cause of the reported improper insertion could not be conclusively determined.correction to d4: lot number changed from unavailable to pd1c07293021. Expiration date changed from unavailable to 1/29/2022. Unique identifier (UDI) # changed from (B)(4). Correction to h4: device mfg date changed from unavailable to 7/29/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). As treatment, the pod was removed.